Event description:
It was reported that the tip of the thread of the retaining sleeve broke off. The broken piece was not in the patient. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation and visual inspection showed that a piece of the thread tip was broken. The exact cause could not be determined; however, it is possible that the break was caused by too much mechanical stress when handling. No product errors could be determined. This complaint is indeterminate.